Event description:
It was reported that during a da vinci-assisted radical surgical procedure, the vessel sealer curved instrument stopped working. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer curved instrument was analyzed and for clarification, the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulator¿s (mtm¿s), however the grip tips moved in the opposite direction. This behavior was observed in the pitch and yaw directions. The instrument was found to have a dislodged main tube which caused unintuitive motion. Additional related findings not reported by site: the instrument was found to have a dislodged main tube. The two tabs and the distal end were dislodged. As a result, the instrument exhibited unintuitive motion. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.

Manufacturer narrative:
The vessel sealer curved instrument was further evaluated by failure analysis engineer (fae). Initial findings confirmed. The instrument main tube tabs were dislodged and bent outwards which caused the instrument to exhibit unintuitive motion. The instrument was disassembled to check for roll gear keys damage, but no damage was found on the roll gear keys that could have potentially caused the dislodged main tube. A review of the instrument logs showed that the instrument was used for about 50 minutes for a total of 75 seal and 1 coag event, indicating that the instrument functioned well until the user complained about the failure.

Event description:
Refer to h11 for follow-up information.